Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number (B)(4), gtin (B)(4), description balloon fgs 61-70 cm, expiration date 08/01/2022, manufacturer date 08/01/2017. Model number/catalog number 72404127, serial number (B)(4), batch/lot number (B)(4), gtin (B)(4), model/catalog description control pump fgs iz, expiration date 07/19/2018.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced incontinence due to urethral atrophy.